Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported turning on the navigation system and it displayed the same white screen on the staff cart monitor. Plugged in the surgeon monitor and displayed 'no input detected'. By-passed the video splitter and video appeared on the surgeon monitor, it did not appear on the staff cart monitor when the splitter was by-passed. Noted was that the video splitter was not receiving any power. Returns requested. Replacement monitor and splitter shipped to site (B)(6) 2015. Both devices were returned to manufacturer on 12/01/2015 unused. Replacement power supply shipped to site (B)(6) 2015. Medtronic investigation of returned suspect power supply tested the output voltages from the power supply and found no +5vdc, +9vdc or 9vac. The +12vdc and 28vdc measured good. Disassembled the power supply and found two burnt resistors on the back side of the pcba. Electrical failure - defective pcba. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(6) 2015 a medtronic representative, at the site, reported that with the update the navigation system worked normally after replacing low voltage unit. No further issues have been reported.

Event description:
A medtronic representative reported that the site's navigation system had a loud "pop" sound, and the monitor screen went white. The medtronic representative attempted to start the navigation system, again, and saw power lights comes up, however, the screen was still all white. No further details regarding the issue were provided. There was no patient present when this issue was identified.